Event description:
It was reported that (1) tct75 was used during a unknown procedure. It was reported by the affiliate that at a routine visit rep was shown a tct75 cutter. This instrument was used during an operation and could not fire and was put away. The rep stated that they explained to the customer about the security button on the magazine and next time to put another magazine on the instrument instead of taking a new instrument. No adverse patient outcome.